Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: a winding former and a dispensed suture of product code sxpp1a405, were returned for analysis. During the visual inspection of suture, body fluids at some barbs and fixation tab were observed; no defects or damaged on the barbs were noted. However, the two sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. Per the sample condition, the assignable cause of performance - fixation feature breakage could not be determined.

Event description:
It was reported that a patient underwent a caesarean section on an unknown date and barbed suture was used. The fixation tab was broken when pulling the suture after the first passing of the needle. There were no adverse consequences to the patient.